Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had fiber optic sensor failure. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code). Corrected field - d9.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - e1(initial reporter). It was reported that the intra aortic balloon pump (iabp) had a fiber optic sensor failure. There was no patient involved. Per the fse, the service call has been cancelled by customer, problem not verified.